Event description:
Same cases as MDR ID 2134265-2013-05209, 2134265-2013-05210. It was reported that an automatic pullback failure occurred. During the procedure the sled was unable to perform pullback so therefore they performed a manual pullback. No patient complications reported.

Event description:
Same cases as MDR ID 2134265-2013-05209, 2134265-2013-05210. It was reported that an automatic pullback failure occurred. During the procedure the sled was unable to perform pullback so therefore they performed a manual pullback. No patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible damage or defects observed. The unit meets specifications. The unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).